Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A review of maintenance records (both corrective and preventive) and calibration records were reviewed, and no issues were found. All scheduled maintenance and calibration activities were completed. There were no related processes or material changes related to the reported condition for this product. A review of the process monitoring data was conducted and no issues were found. A review of the machine setup was conducted no issues were identified. Two opened and used samples were returned to the plant for the investigation. The samples were visually inspected for damage in the luer of the hub. The hub of one of the needles was shattered/broken completely. The other needle did not have any signs of damage. A water leak test was performed on the needle and a fissure was found in the hub. The reported condition has been confirmed. A definitive root cause could not be identified at this time with the available information. This product is distributed sterile in a needle only configuration. The instructions for use require the user to seat the needle to any standard luer lock syringe with a firm push and clockwise twist. A risk of breaking/splitting the hub at the luer connection exists if this procedure is not followed and if the user over-torque the needle to a syringe. The exact method of attachment cannot be determined based on available information. Based on this analysis, this root cause cannot be confirmed or discarded from consideration, so it remains as a potential cause. The investigation did not identify a systemic issue with the product or process and a specific root cause could not be identified. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Event description:
The customer states that the needle end broke at the hub when the syringe was being attached to the needle tip. The issue occurred prior to patient involvement.

Manufacturer narrative:
Submit date 8-mar-2019. Section b5 was updated with additional information received from the facility on 8-mar-2019. It was updated from "the customer states that the needle end broke when the syringe was being attached to the needle tip." To "the customer states that the needle end broke at the hub when the syringe was being attached to the needle tip. The issue occurred prior to patient involvement." Section h6 patient changed from no consequences or impact to patient to no patient involvement.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states that the needle end broke when the syringe was being attached to the needle tip.